Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. The t:slim x2 user guide (with cgm integration) states: transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly the dexcom receiver was in use in addition to the pump when the issue initially occurred; however, the issues persisted after the dexcom receiver was powered off. Reportedly, the transmitter was outside of the 3 month warranty. The customer was instructed by tandem technical support to order a new transmitter.